Event description:
Surgeon performed a pro disc procedure at l5-s1 using a polyethylene inlay, superior end plate and inferior end plate. A post op x-ray was taken while pt was in the or and showed no fracture. Pt complained post operatively of pain and another x-ray was taken, date unk, that showed an l5 vertebral fracture. Revision surgery was scheduled.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.